Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2366-30 serial # (B)(4) description: linear 3-6 lead, 30cm.

Event description:
A report was received that following their implant procedure, the patient experienced wound healing problems at their pocket site. It was noted that the wound healing problem was not device related. The patient was skinny and was in bed most of the time. In addition the mobile nursing service did not care for the patient after the implant procedure. The patient was administered antibiotics and underwent a replacement procedure wherein the wounds were flushed and all of their devices were replaced.

Manufacturer narrative:
The patient was explanted due to a wound healing problem with staphylococcus aureus. Ipg sc-1110-02 sn (B)(4): the root cause of the complaint was not determined. Residual gas analysis verified no loss of electric current as a result of faulty insulation. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Lead sc-2366-30 sn (B)(4): visual inspection found no anomalies. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event, and there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that following their implant procedure, the patient experienced wound healing problems at their pocket site. It was noted that the wound healing problem was not device related. The patient was skinny and was in bed most of the time. In addition the mobile nursing service did not care for the patient after the implant procedure. The patient was administered antibiotics and underwent a replacement procedure wherein the wounds were flushed and all of their devices were replaced.